Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultra clip dual trigger breast tissue marker was returned for the evaluation. Upon visual evaluation, the device appeared to have residue throughout. It was noted that the marker was found to be deployed as the plunger was fully depressed and the wire form was not returned. No foreign material was noted on the device after the careful inspection and no other visual anomalies were noted on the returned device. Due to the nature of the complaint, the functional testing was not performed. One electronic was provided and reviewed. The photo shows the red color bloody substance placed on the paper and it is appeared to be like a radiopaque marker with interwoven pva polymer. No other anomalies were noted. Based on the photo review, the investigation is determined to be inconclusive for the reported foreign body issue as no proper evidence was obtained from the provided photo. Based on the photo review and sample evaluation, the investigation is determined to be inconclusive for the reported foreign body issue as no proper evidence was obtained from the provided photo. A definitive root cause for the reported foreign body issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast tissue marker placement procedure, a foreign material was allegedly found. There was no reported patient injury.

Event description:
It was reported that during a breast marker placement procedure, the foreign material was allegedly found. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024).